Event description:
Follow up information received that the patient now has effective therapy.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent surgical intervention in which the ipg was replaced. The field representative attempted to connect to the ipg but was unable to prior to surgery. The patient also reported that they lost stimulation approximately two months ago. During the surgery, the physician revised the pocket due to the patient losing over 100 pounds.